Event description:
A malfunction was reported on the pump, which was attributed to frequent exposure to x-rays during customer travel. There was no reported adverse impact on the customer¿s blood glucose level. The customer received education on avoiding x-ray exposure, reset the pump with assistance from technical support, and was instructed to continue using the pump while monitoring for any recurrence of the malfunction code.